Event description:
Related MFR report: 3006705815-2020-02781. Follow up information received identified surgical intervention was taken and the leads were moved from t8 to t7. The procedure was reportedly completed without complications and no new leads were used.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-02781. It was reported the patient complained of not receiving low back pain relief from the scs system. Reportedly, the patient experienced a fall approximately two months ago and broke her ribs. Since the fall, the patient stopped receiving low back pain relief. Imaging taken of the patient's scs leads confirmed lead migration. Reprogramming of the scs system was unsuccessful in restoring effective stimulation therapy. Surgical intervention would be necessary to address the issue.